Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "ventilator inoperative" alarm condition. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board needed to be replaced for a "ventilator inoperative" alarm condition. During the evaluation of the device the internal battery failed to charge. The device's internal battery needs to be replaced to address the issue.

Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was alarming for a ventilator inoperative alarm condition. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.